Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was alleged in the attorney's report that the patient experience infection. Based on the medical records received, during the explant procedure on (B)(6) 2015 it was stated that "there is no evidence of significant intra-abdominal or pelvic purulence or infection." While the medical records state that te patient's "disk is noted to be chronically infected" it does not appear that the infection is related in any way to the previously implanted soft mesh. In regards to infection, however, the warning section in the instructions-for-use does state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with information available no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - the patent was diagnosed with rectal prolapse and enterocele. The patient underwent a two part procedure which included a rectopexy and abdominal enterocele repair with implant of a davol soft mesh. On (B)(6) 2015 - patient was diagnosed with chronic recurrent diskitis and possible infection of the davol soft mesh. The patient underwent a two part procedure which included exploratory laparotomy, excision of davol soft mesh and a lumbar discectomy. Per the operative report, "the mesh was noted to be well fixated into the retrorectal space. The rectum was tacked up nicely ant there is no evidence of significant intra-abd or pelvic purulence or infection. Again, the mesh was well incorporated and this had to be carefully dissected out of the space. The mesh was excised in pieces and it was sent to the lab for culture. This does expose the disk space nicely and the disk is noted to be chronically infected." The attorney's legal claim alleged the patient experienced pain and infection.